Event description:
(B)(4). Same case as: 2134265-2013-02941. It was reported that subsequent to a stenting treatment procedure, cardio pulmonary arrest and death occurred. The patient presented due to silent ischemia on (B)(6) 2010 and was referred for cardiac catheterization . The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3mm. The physician treated the lesion with rotational atherectomy followed by pre-dilatation and placement of 2 (3.00 x 20 mm and 3.00 x 8 mm) taxus liberte stents. Following post dilatation, residual stenosis was 0%. In (B)(6) 2013, the patient was diagnosed with cardio pulmonary arrest. The event led to patient death. No additional information available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).